Event description:
The health care professional of the facility reported to baxter france that a dehp free solution administration set, with injection site, was found with the male luer lock broken. The broken luer lock was found, by the nurse, inside the catheter when she was trying to disconnect the set from the catheter. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.